Event description:
Additional information was received from the patient. They called in regards previously noted issues. Patient stated that their leads had to be readjusted, and since then they never worked to well and recently they stopped working all together. Patient stated that they were seeing their new doctor and they want to replace the "defective" leads, but the patient stated that they were tired of being a guinea pig and don't want to pay out of pocket for any more procedures. Patient stated that they have found medicine that has worked pretty well for them. Agent reviewed current products on the market and improvements that have been made with the patient. Patient also mentioned that they received an letter to which they provided responses, but recently they received another one. Agent reached out to ensure that patient's responses were received. The patient was redirected to their healthcare provider (hcp) to further discuss replacement. Upon further evaluation it was determined that the patient's response was not received. The agent called patient to update them on the situation.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va292qn product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that their "leads don't work," which started a couple of years ago. The caller also states the patient told her that it has "never worked well." The patient told the caller that they had notified their manufacturer representative (rep) in april of this year that it was "horrible" and doesn't work, and now they are planning to meet with a rep when they return to florida (patient is a "snowbird"). The rep reportedly told the patient to shut off the device. Technical services (ts) reviewed having the patient call patient services (ps) for assistance with getting into MRI mode if needed. Additional information was received from the patient on (B)(6) 2025 they reported that the device charged properly, and the hcp stated that the lead needed to be replaced. They stopped using the device two years ago because there was no symptom relief. The device gave them shock sensations. They may want the entire device removed

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va292qn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.